Event description:
The customer stated that she was taken to the emergency room with a high blood glucose reading of 487 mg/dl. Troubleshooting was performed. The customer reported getting off no power and battery out limit alarms prior to the event. The customer changed the battery and has been doing fine since. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.